Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been received from the user facility for investigation at our bbm laboratory in melsungen, germany and the investigation is on going at this time. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization of the (B)(4)): pump delivered unexpected bolus: a pca pump was running on a pregnant woman and delivered bolusses on its own. This is discovered by the anesthesiologist and the nurse. [...].

Manufacturer narrative:
(B)(4). Result of examination: the device was subjected to a visual and functional examination. No external damages were detected. The device showed age-based marks of use and was slightly contaminated. The history files revealed that the pca button was activated, but it did not give a bolus, because the activated lock out time. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. The device was tested with the pca-button of the customer as well as with a pca-button of the service laboratory. No unexpected bolus was given by the device. Inside the device we found the p2 connector contaminated with residua of fluid. Within our examination the pump operated as intended and the reported failure could not be reproduced. Following is described in the IFU: prior to administration, visibly inspect the pump for damage, missing parts or contamination and check audible and visible alarms during self test.